Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator was alarming due to an internal temperature high occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. An internal temperature high occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported the cooling fan was not running and was replaced. Pse advised the biomedical engineer evaluate the motor controller pcb board for replacement. The biomedical engineer reported the motor controller pcb board was not replaced as advised, but the power management pcb board was replaced due to evidence of component overheating. The biomedical engineer reported the device is operational with no recurrence of the reported problem.